Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that system computer experienced a freeze while operating within the application. The field service engineer (fse) identified a defective touchscreen on the all in one unit and replaced the all in one (aio). The client tested the device and confirmed it was functioning properly. The system functioned as intended after the field service engineer (fse) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the computer froze after accessing the application, and a hard shutdown temporarily resolved the issue. However, there were no delays or adverse events or injuries reported based on this event.